Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion being treated was located in the mildly calcified and tortuous left anterior descending (lad) artery. Using a non-bsc guide wire, the physician advanced a 20mm x 2.75mm nc quantum apex mr balloon catheter to the target lesion. The device was inflated to it's rated burst pressure and ruptured. The device was successfully removed. The physcian then advanced a 2.5mm x 6mm flextome cutting balloon, however it was unable to cross the lesion. The cutting balloon was removed and the procedure was ended. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: magnified inspection revealed no damage to the catheter. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion being treated was located in the mildly calcified and tortuous left anterior descending (lad) artery. Using a non-bsc guide wire, the physician advanced a 20mm x 2.75mm nc quantum apex mr balloon catheter to the target lesion. The device was inflated to it's rated burst pressure and ruptured. The device was successfully removed. The physician then advanced a 2.5mm x 6mm flextome cutting balloon, however it was unable to cross the lesion. The cutting balloon was removed and the procedure was ended. No complications were reported and the patient's status is stable.